Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gastric bypass procedure, the device was difficult to toggle, difficult to unload, and device's needle fell out of one side of jaw. They opened another device to complete the case. No harm was caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device .no visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.